Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 1/4 of their automated periotneal dialysis therapy. Per initial report, the home patient disconnected their transfer set from the patient line of the homechoice set without pusing therapy. The home patient then reconnected to the setup and received the alarm. Baxter's technical service center assisted the home patient in ending the therapy early.the home patient may have started a new therapy session with the same supplies. No patient injury or medical intervention was indicated at the time of the initial report.